Event description:
Pt underwent procedure lasting approximately 6 hours. During recovery, the pt began to drool and complained of difficulty breathing. The base of the tongue was noted to be swollen; however, oxygen saturation remained in the high 90's. The pt was treated with IV steroids and discharged with instructions to return if condition worsened. The pt returned to the emergency department within the hour, for copious drooling, inability to control secretions and difficulty breathing. The ER admitted the pt to ICU for intubation to protect the airway. After 24 hours, the tongue swelling had completely resolved and the pt was discharged. There was no report of lma airway failure or malfunction.